Event description:
Updated information: the patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure, sac growth with no identified endoleak was reported. No intervention has been scheduled. The patient will continued to be monitored and a follow up has been scheduled for june.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, due to the lack of relevant medical imaging records received for review, clinical was unable to find substantial evidence to support the following events of sac growth. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Investigation and an intervention is being discussed. The patient was reported as stable and is being monitored.